Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that there was an alert for high system impedance. The low-energy weekly shock impedance test measurement was 230 ohms. The patient had lost a lost and re-gained some body weight. An x-ray was done and reviewed. There was adipose tissue beneath the electrode coil and possibly the pulse generator. The pulse generator has rotated a little. Technical services advised that adipose tissue beneath the coil and generator could explain the high impedance value. Technical services advised checking the system with a high energy shock, but the doctor does not want to do that. Later, the electrode was explanted and returned for analysis. There were no additional adverse patient effects.

Event description:
It was reported that there was an alert for high system impedance. The low-energy weekly shock impedance test measurement was 230 ohms. The patient had lost a lost and re-gained some body weight. An x-ray was done and reviewed. There was adipose tissue beneath the electrode coil and possibly the pulse generator. The pulse generator has rotated a little. Technical services advised that adipose tissue beneath the coil and generator could explain the high impedance value. Technical services advised to check the system with a high energy shock, but the doctor does not want to do that. Later, the electrode was explanted and returned for analysis. There were no additional adverse patient effects.